Event description:
It was reported that after the 5th firing of the device the surgeon examined the staple line and noticed that a few staples on the distal end had not properly closed and "snagged" on a portion of the bowel. Some extra time was taken to cut the distal staples and remove them from the bowel. There was no consequence to the patient.